Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported weird sound heard during needle deployment could not be confirmed as there were no device or component breakages detected. The reported difficulty retracting the plunger is confirmed. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the arteriotomy was a high stick at the level of the inferior epigastric artery and the suture went through the inguinal ligament. This is inconsistent with the instructions for use, under the warnings section, which states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma.

Event description:
It was reported that an arteriotomy closure of the mildly calcified and mildly tortuous left common femoral artery was attempted using a proglide device after a percutaneous coronary intervention of the obtuse marginal branch of the circumflex artery. Reportedly, the arteriotomy was a high stick at the level of the inferior epigastric artery. A "weird sound" was heard as the needles were deployed. The plunger could not be withdrawn. The suture went through the inguinal ligament. The device was manipulated and the needles were seen. The suture was cut, the foot was closed and device was removed. The device was rewired prior to removal and an 8f sheath was inserted. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. Reportedly, the access site was at the level of the inferior epigastric artery. Per the instructions for use: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.